Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ catheter cap wicked blood from the end of the extension tube onto the user's scrubs, chair, and walls. The following information was provided by the initial reporter: we were oriented to ¿gap¿ the catheter prior to inserting, otherwise, the catheter will not separate from the needle and thread prior to inserting. If one forgets, it becomes an unfortunate situation. And the cap that wicks the blood at the end of the extension tubing is dangerous. If accidentally dropped, it will shower the area with droplets of blood. Please do not take this the wrong way but I am done answering. It was explained that we must gap (slid up and down) the catheter prior to inserting. It's not related to any lot number. It's an added step when compared to jelco which was the product that we were using prior. There is actually more blood exposure with this set up. The cap on the end of the extension tubing does not prevent a blood spill. If that cap drops for any reason, it will shower the immediate area with droplets of blood. I have had to change my scrub pants. And we have had other events where we have had to scrub the chair and walls. The prior setup, we had to add the extension tubing but the blood spillage was more contained if there was any; the blood was on the gauze at the connection site.